Manufacturer narrative:
The investigation did not identify a product problem. The cause for the questionable results generated was determined to be sample-specific as the patient samples tested were at or near the limit of detection of the assays.

Manufacturer narrative:
The serial number of the analyzer was (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable results for one patient sample using the cobas® hiv-1/hiv-2 qualitative test on a cobas 8800 system. The alleged sample initially generated a reactive result (unknown which or both hiv-1 and hiv-2 targets). On (B)(6) 2024, the sample was repeated generating a reactive result. A new sample was obtained from the same patient and tested on the cobas® hiv-1 quantitative test which generated a target not detected result. It was also reported that the sample (unknown if original or recollected sample) generated a non-reactive result with another method (ldt hiv qual test on quant studio).